Event description:
The customer reported that the system was not saving patient images. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded system software and calibration files. The system operates as intended.